Event description:
Healthcare professional(hcp) reports a blood leak noted into the dialysate compartment during onset of the pt treatment. New disposables used to continue treatment without incident. Estimated blood loss of 200cc reported. Dialyzer reused 6 times prior to this report. Hcp reports no pt injury or need for medical intervention.